Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "post-implantation - central regurgitation" was unable to be confirmed due to unavailable of medical record and relevant imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration, or non-structural dysfunction (e.g., pannus growth). As reported, "approximately 8.5 years post tavr with a 29mm sapien xt valve in aortic position, the patient presented with primarily aortic insufficiency/regurgitation secondary to endocarditis and worsening doe." In this case, endocarditis could affect the leaflets functionality/coaptation, resulting in central regurgitation. As such, available information suggests that patient factors (endocarditis) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : remains implanted.

Event description:
As reported by a field clinical specialist, approximately 8.5 years post tavr with a 29mm sapien xt valve in aortic position, the patient presented with primarily aortic insufficiency/regurgitation secondary to endocarditis and worsening doe. The patient underwent treatment with a 29mm sapien 3 ultra resilia valve inside the initial 29mm sapien xt valve.